Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/7/2017. Device returned to manufacturer? Yes. Device evaluation: the lens was returned packaged in the original folding carton and the original lens case. The lens is cut in half as described by the customer, multiple scratches that could be related to the cut are observed at the area. The customer also states that the alleged opacity was located at the center, where the lens is cut. The lens was evaluated with magnification; the alleged opacity was not detected. Superficial stains related to viscoelastics and possibly other surgical related substances were observed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. The directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had central white opacity that could not be removed. The iol was removed by cutting it in half. The incision was not enlarged. There was no patient injury. The patient had another iol inserted. No additional information was provided to abbott medical optics.